Manufacturer narrative:
(B)(4). This is report 1 of 3. This complaint is against the connection issue with the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A sample was requested, but was not available. Since the lot number was unknown, a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, the patient's wife contacted baxter global technical services and requested assistance with the patient's therapy. The caregiver (cg) stated the patient's transfer set separated during therapy in dwell 4 of 4. The technical service representative (tsr) assisted the cg to end therapy on the homechoice and manually drain the patient. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse (pdrn) regarding a connection issue. The nurse reported the patient was in the hospital for peritonitis. The nurse did not have any additional information regarding the connection issue at the time of this call and requested a call back to the nurse's primary nurse. On (B)(6) 2012, product surveillance contacted the pdrn regarding the reported issue. The following information was reported. On (B)(6) 2012, the patient's titanium adapter and transfer set were placed and the patient began automated peritoneal dialysis (apd) therapy on the cycler only. The patient kept his transfer set stored in an immobilizer when not in use. On (B)(6) 2012, the patient's transfer set disconnected from the titanium adapter during the night, while the patient was asleep and performing peritoneal dialysis (pd) therapy. The cause of the disconnection was unknown. It was unknown if there was any damage to the adapter that may have caused the disconnection. The patient's wife re-attached the transfer set to the adapter upon discovering the disconnection. On (B)(6) 2012, the patient went to the pd clinic and was started on prophylactic vancomycin and transfer set was changed. At this time, the patient was retrained on proper aseptic technique and what to do in the future if there is a disconnection. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis manifested by abdominal cramping. The pdrn stated the peritonitis was related to the transfer set disconnecting from the titanium adapter and the patient's wife re-attaching. The patient was treated with an unspecified antibiotic therapy while hospitalized. On an unreported date, the patient's pd catheter was removed and pd therapy was temporarily discontinued. At the time of this report, the patient remained hospitalized and was recovering from the event.

Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed and the cause could not be identified, as no sample was returned to baxter and the lot number was not provided. Since the lot number was unknown, a batch review could not be performed.